Manufacturer narrative:
Investigation summary bd did not receive any samples for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: damaged and draw volume. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported by customer that while using bd vacutainer® sst¿ tubes, one (1) tube underfilled. Additionally, after the tube was centrifuged, blood leak was observed. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by customer that while using bd vacutainer® sst¿ tubes, one (1) tube underfilled. Additionally, after the tube was centrifuged, blood leak was observed. No adverse impact was reported regarding the patient or user.